Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 8 fr angio-seal vip device was received for product evaluation. The hemostasis sheath, carrier tube assembly, arteriotomy locator and an incompletely opened poly-foil pouch was returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath but had not exposed to the distal tip. No other anomalies were noted. Functional testing was performed and the deployment sleeve was moved into the forward lock position which led to the release of the anchor. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full rear lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used on a code stroke patient with 8fr access in the right femoral artery. Post procedure the 8fr angio-seal was inserted and upon deployment, the entire sheath was removed with no suture or anchor was attached according. The user alleged it was not loaded properly. Manual pressure was applied, with no complications. Blood loss was less than 250cc. The patient was reported to be deceased. Additional information was received on march 11, 2019. The patient is not deceased. The patient is alive and was discharged six days' post procedure with no groin or peripheral complications. The procedure performed for the patient prior to use of the angio-seal device was a neuro angiogram with acute ischemic stroke intervention via thrombectomy/aspiration. A pre-deployment angiogram was performed. The reported event arose during withdrawal of the device. It was reported that the md performed normal procedure regarding the deployment; however, when he went to deploy the device during the "seal" portion of the deployment process, the entire sheath pulled out with no suture being retracted. They held manual pressure for 30 min then placed a femstop on patient. The user is alleging the device was manufactured without a suture/anchor. The patient did not come back for any complications related to a dislodged anchor with a cold foot or pain/swelling in leg.